Event description:
It was reported that insulin was leaking from the reservoir. The customer stated that he uses the insulin straight out of the refrigerator rather than letting the insulin come to room temperature. Advised the caller to let the insulin come to room temperature before using it. No further information was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.